Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope forceps channel is dirty. The issue occurred during service maintenance. There was no report of patient involvement.

Event description:
The customer provided additional information that the "forceps channel crystalized".

Manufacturer narrative:
Updated fields: b5, d5.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cover is crystallized. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.